Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving gablofen via an implanted pump. The patient¿s medical history was spastic cerebral palsy. The indication for pump use was intractable spasticity/other spasticity and dystonia. It was reported that the patient had increased spasticity that began on an unknown date. It came and went. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿possible uti (urinary tract infection) ¿ unknown at the moment¿. No diagnostics and/or troubleshooting had yet been performed. The patient was being medically managed and was scheduled for surgery on (B)(6) 2021. It was unknown if the issue was resolved at the time of the report. Additional information was received on (B)(6) 2021 from an hcp via the company representative who reported that the patient¿s spasticity was not pump related that they were aware of. A uti was not confirmed. It was noted that the patient was hospitaliz ed a few months ago and the doctors believed that there could be a granuloma but were not sure. An indium dye study was done and was negative. During the procedure on (B)(6) 2021, the physician was going to put in a new catheter but was unable to do so as there were no places to enter due to calcification along the spine. With regards to the device status, it was noted that there were no infusion system related issues. The pump was working fine. The devices were still in use and remained implanted.